Event description:
The customer reported a failure to discharge. This occurred during testing, there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. This occurred during testing there was no patient involvement. The device was evaluated by a philips field service engineer. The reported symptom was reproduced. The customer declined to repair the device, therefore we are unable to confirm the cause of the reported symptom.